Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6)) took a long time to perform a compression in continuous mode giving the impression that the device was stuck in sizing mode and provided shallow-depth compression was not confirmed during archive data review and functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive data indicated no evidence that the customer used the autopulse nxt platform sn (B)(6) on or around the reported event date. There were no hardware faults in the archive data. The autopulse nxt platform passed preliminary functional testing without any fault or error. It was verified that the continuous buttons on both user control panels were functioning without issues. The autopulse nxt platform was set to continuous mode tested using the medium resuscitation test fixture (mrtf) with known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated. Following service, the autopulse nxt platform passed final tests without any issues.

Event description:
The autopulse nxt platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was suicide, witnessed by the patient's wife. The patient was in cardiac arrest for about 5 minutes before receiving the first manual CPR, performed by the sheriff's department for about 3 minutes until the ems arrival. The patient's shirt was completely off, and shoulder straps were in use, but the patient was sliding down the nxt platform. The crew suspected the shoulder straps might not have been tight enough, resulting in some head bounce, even with a c-collar. The customer, who reported the event, stated that the crew minimized head bounce by ensuring all the patient's clothing was off, tightening the shoulder straps, using a pillow or towels, and possibly taping the patient's head to the platform. Near the end of the code, just minutes before a medical doctor called the code, the autopulse nxt platform took a long time (5-7 seconds) to perform a compression, despite being set to continuous mode. This behavior was noted to occur 3-4 times and seemed as if the device was stuck in a sizing mode. Also, the compression depth was very shallow, so a provider could easily insert their hand during the compression cycle. The crew indicated that had they believed the patient was still viable, they would have likely switched to manual compressions due to these issues. The patient was pronounced dead at the scene. Per the customer, the patient's death was not related to the autopulse nxt platform.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint was returned to zoll on 19 july 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.